Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a metal shard appeared after firing. This occurred on the initial firing. It was unknown if a cholangiogram was performed. No additional information was available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Floor damaged. The analysis result of the er320 device found that it was received with the floor damaged and with the jaws yielded, making the instrument non-functional; only two clips remained in the device. It could not be determined what may have caused the damaged found. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.